Manufacturer narrative:
Product complaint (B)(4). Batch # r5980h. Device evaluation summary: the analysis results found that the sdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however the washer was noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The damage on the washer is consistent with the device being fired over an already existing staple line, hard object or thicker tissue than indicated. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that chief used the sdh29a in lar surgery. He did not "aware" audio feedback when sdh29a was firing. Even he had checked the anastomosis area is perfect, he asked me report the product complaint. There was no delay and the procedure was successfully completed. There were no patient consequences reported.